Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for investigation. Data logs were reviewed and did not find any placement signal trends. During support, the flow dropped to below 3.5 l/min at p-9. No indication for biomaterial ingestion observed. The cause of the low pump flow cannot be determined since the complaint device not returned for investigation and no sufficient clinical data provided. The instructions for use referenced in the initial report is for the impella rp with smart assist system in the following sections: section: using the automated impella controller with the impella rp with smart assist system catheter section: direct aortic insertion added- b5 mso review d4-corrected model number f6/f8-should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella rp had low flow after insertion, and it was replaced. A new rp was implanted successfully. There was no patient harm.